Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately 2 months due to mitral regurgitation from a dehisced annuloplasty ring. The ring was explanted and replaced with an edwards bioprosthetic valve. There have not been any allegations of a product malfunction or deficiency.

Manufacturer narrative:
Additional manufacturer narrative: based on our follow-up, no new additional information was received regarding the event. Unfortunately, the sample device has been discarded. Therefore, the reported event cannot be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information. Corrected data: corrected the following information: lot# and expiration date, approximate age of device, device manufacture date.

Manufacturer narrative:
Device not returned. Additional information regarding the event (e.g. Operative report), along with the sample device is currently being requested. The device history record (DHR) is also currently in process.